Event description:
According to the reporter: during preparation for surgery, a nurse returned the jaws to the straight position then the tip of the device peeled. No patient involved. No device component fell into the patient's cavity. The device will ne returned for evaluation. Additional information requested from the account but no response received yet.

Manufacturer narrative:
Tr(B)(4).

Manufacturer narrative:
(B)(4).